Event description:
It was reported that the right ventricular (rv) lead was removed and replaced due to high impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4): the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was noted that the svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress and the exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk implantable biv defibrillator : (B)(6) 2009. A 5076-52 implantable pacing lead: (B)(6) 2002. (B)(4).